Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a suspected heart wall perforation. Through an echocardiogram, it appeared to be a pericardial effusion. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. Eventually, the product returned and analysis was performed, the results are added below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing. Setscrew marks were in the correct location on the terminal pin. The lead passed continuity test and hipot test, indicating intact conductors and no shorts between them. Laboratory analysis confirmed no problems with this product, based on lead resistance measurements, a passing hipot test and inspection that showed no conductor issues or abnormalities. The perforation, pericardial effusion and surgery allegations could not be confirmed by laboratory analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a suspected heart wall perforation. Through an echocardiogram, it appeared to be a pericardial effusion. This lead was returned for analysis. No additional adverse patient effects were reported.